Event description:
Dr. Reported revision surgery to replace osteonics hip stem. Dr stated it was fracture of neck portion of the stem which occurred while pt was bending in the garden. Implantation done in other facility and device info is not available at ths time.